Manufacturer narrative:
Qn#(B)(4). One 18f manta closure unit with the 18f manta sheath hub and a suture segment with the collagen plug attached were returned for investigation and were received by vsi/teleflex. The components were decontaminated and then visually inspected. During inspection, the engineer noted blood particulates present on all components. The 18f manta closure was locked into the 18f manta sheath, lever was fully engaged. The device lot history record review for lot number mn2201469 manta 18f indicated during lot release of manta lot ((B)(6)) a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 76-year-old male patient (159lbs, 24.31 kg/m2) presented in the or for an undisclosed procedure. Ultrasound guidance was utilized to gain access to the left common femoral artery. Arteriotomy was at least 9mm, clear of calcification and tortuosity, with a measured depth of 2.5cm + 1cm. No issues were encountered advancing or withdrawing the 16f procedural sheath. Proceeding with the initial procedure, heparin and protamin were administered, and an 18f manta was deployed to the measured depth for closure. Following deployment, bleeding was present, manual pressure was held, and an ultrasound indicated the collagen was in the vessel. The surgeon was called in to perform a cutdown, which revealed the manta positioned within the vessel. The manta device was explanted, and the ve ssel was sutured for closure. Blood flow was restored, and the patient outcome post-procedure was fine. Numerous causes for intraarterial deployment have been established. However, due to insufficient information regarding positioning of the access, initial and deployment procedures, patient conditions and environment, and no angiograms submitted for investigative purposes, the exact cause for this intraarterial deployment remains undeterminable. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Additionally, if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary per procedural requirements listed in the IFU. The IFU precautions: in the event that bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appeared to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: collagen deployed into the vessel. Completed with cut down. Additional information: ultrasound was utilized to gain access in the left common femoral artery. Vessel had no reported calcification or tortuosity. Measured depth for the manta was 2.5+1cm and there was no issues advancing or withdrawing procedural sheaths. Under anaesthesia all hemodynamics were reported to be within normal range.6000 units of heparin and 40mg of protamine were administered during the procedure. Bleeding was noted at the closure site post deployment and the manta collagen was noted to be in the lcfa when they performed an ultrasound. The blood loss was not significant as to require a blood transfusion. The physician held pressure when they noticed they didn't have adequate hemostasis. Cutdown was performed and the device was explanted. The patient was reported as fine post the procedure.

Event description:
It was reported that: collagen deployed into the vessel. Completed with cut down. Additional information: ultrasound was utilized to gain access in the left common femoral artery. Vessel had no reported calcification or tortuosity. Measured depth for the manta was 2.5+1cm and there was no issues advancing or withdrawing procedural sheaths. Under anaesthesia all hemodynamics were reported to be within normal range. 6000 units of heparin and 40mg of protamine were administered during the procedure. Bleeding was noted at the closure site post deployment and the manta collagen was noted to be in the lcfa when they performed an ultrasound. The blood loss was not significant as to require a blood transfusion. The physician held pressure when they noticed they didn't have adequate hemostasis. Cutdown was performed and the device was explanted. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).